Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6)2010, the patient was hospitalized for peritonitis. On (B)(6)2010, the patient was treated with reflin 1gm ip once daily, tobramycin 40mg ip once daily and heparin 1000iu ip "thrice" daily. The root cause of the peritonitis was unknown. At the time of reporting, the patient remained hospitalized and continued to take reflin, tobramycin and heparin. It was unknown if the event of peritonitis resolved. Pd therapy continued. The nurse believed that the event of peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.